Manufacturer narrative:
D4: UDI number for this product code is not required to be registered. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the thermistor probe did not find any obvious anomalies. Visual inspection of the oxygenator module found no anomalies. The actual sample was rinsed and dried. A temperature sensor cable was connected to the thermistor probe of the actual device and the temperature was determined while saline solution circulated in the actual device. The obtained temperature values were confirmed to be equivalent to those obtained with the current product sample. The reported unstable state in the temperatures were not duplicated. Saline solution was circulated in the blood pathway of the actual device and warmed by water which was being circulated in the water pathway. The temperature of the saline solution was determined with the thermistor probe of the actual device. The responsiveness of the thermistor probe of the actual device was confirmed to meet manufacturing specification. The terminal of the temperature sensor cable connected to the thermistor probe of the actual device and was removed little by little. No variation occurred in the temperature values. Consequently, the terminal was completely removed when the determination of temperature ceased. During this test variation in the values never occurred. Based on the assumption that some solution had adhered to the connection between the terminal of the temperature sensor cable and the thermistor probe of the actual device, distilled water was put to the connection. No variation occurred in the temperature values. A review of the device history records and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation result verified that the actual sample was normal product. Simulation tests conducted on the actual device did not duplicate the customer's complaint. The actual cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they were unable to determine the temperature in the capiox device during a procedure. Follow up communication reported the following information: after priming, a temperature sensor cable was connected to the thermistor probe of the actual device; the customer found the determined arterial temperature was unstable; and temperature was staying around 31 -33°c.